Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5116270/5122229, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection on both incision sites. Symptoms of 102 degrees fever and pain was noted. It was also noted that the patient's ipg was hot to touch and there was open scab presenting a pus. The physician believed that the infection was not procedure or device related. The patient was prescribed an antibiotics. The patient underwent an explant procedure.